Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia with regular cycle') in an adult female patient who had essure inserted. The patient's medical history included endometriosis and cardiac operation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted laparoscopic supracervical hysterectomy, bilateral salpingectomy and robotic-assisted laparoscopic supracervical;bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: gross description: both fallopian tubes have essure coils in place. The fallopian tubes measure 7.0 x 0.5 cm each, with paratubal cysts measuring up to 0.5 cm. One of the cysts has a thicker wall measuring up to 0.1 cm, and small excrescences measuring up to 0.2 cm, located adjacent to the fimbriated end. Microscopic diagnosis: uterus and fallopian tubes, morcellated supracervical hysterectomy and bilateral salpingectomy: 1. Endometrium: weakly proliferative pattern. 2. Myometrium: no significant pathologic abnormality. 3. Uterine serosa: no significant pathologic abnormality. 4. Fallopian tubes: no significant pathologic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia with regular cycle') in an adult female patient who had essure inserted. The patient's medical history included endometriosis and cardiac operation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted laparoscopic supracervical hysterectomy, bilateral salpingectomy and robotic-assisted laparoscopic supracervical;bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.